Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A definitive root cause could not be identified, and the complaint was not confirmed. Based on the results of the investigation findings, and since the device was not returned for evaluation, do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the powerseal failed to seal. The unspecified procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal failed to seal. The unspecified procedure was completed with a similar device. There were no reports of patient harm.